Event description:
It was reported in clinic that the patient's left ventricular lead exhibited high pacing impedance. It was also noted that the lv lead was not capturing at max output. The lv lead was turned off. The patient was in stable condition.